Event description:
The account alleged the bed exit did not alarm when the pt exited the bed resulting in a pt fall. The account did not know if there was any injury due to the pt fall.

Manufacturer narrative:
The tech investigated the alleged incident and inspected the bed immediately after the alleged incident and found it to be functioning as designed. The bed that the tech inspected in the room may not have been the bed that was involved in the alleged incident. The account did not know if the original bed had been moved out of the room or not. The nurse initially reported at the time of the incident that the bed exit alarm did not alarm correctly. No injury reported.